Event description:
A hospital in (B)(6) reported that the connection ports of two rt340 adult dual-heated evaqua breathing circuits do not "fit correctly inside the tube." The hospital further reported that the port "fell out of the hose" prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: one of the two complaint breathing circuits was returned. The returned complaint device was visually inspected and a latch strength test was performed. Results: the visual inspection revealed a form of tool mark on the side of the heater wire molded plug, that appears to have occurred at the user facility. The latch strength test revealed the force required to remove the heater wire molded plug from the elbow connector was below specification for this product. A lot check revealed no other complaints of this nature for this product. Conclusion: we were unable to verify the exact nature of the reported fault nor were we able to determine the root cause. There is no evidence that the tool mark on the heater wire molded plug is associated with the reported fault. We have not received any other complaints of this nature for this product.